Event description:
Customer reported the on/off switch is not working properly and system sometimes shuts down on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the power control board and the on/off switch. System operates as intended.